Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. (B)(4) - no known consequences or impact to the patient. Torn material. Evaluation results: visual inspection of the returned lens showed half the lens was torn off and missing and a clear surgical residue on the lens. (B)(4).

Event description:
It was reported that the aa4203tl silicone single piece lens tore as the surgeon inserted it in the eye. The lens was cut, removed from the eye and replaced without any injury to the patient. The reporter stated the event was the result of insufficient viscoelastic while loading the lens.